Event description:
As reported by the patient's attorney, a protegen sling (MFR report #3005099803-2016-02103) and a vesica sling system (MFR report #3005099803-2016-02104) were implanted into the patient on (B)(6) 1998. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.